Manufacturer narrative:
There was no button response due to corroded keypad traces on the pump. They were unable to verify the battery out limit alarm due to the unresponsive buttons. There was no scrolling numbers display anomaly noted. The pump had moisture damage on the electronics. The pump was received with a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she wore her pump into the pool and the pump was in the water for about 15 minutes. Customer stated that she removed the battery and let the pump dry out in the sun. Customer then received a battery out limit alarm and when she woke up, she was unable to clear the alarm. Customer stated that there was condensation on the inside of the pump but it looks dry and clear. Customer stated that the numbers are spinning as the customer is trying to change the time. The keys also do not always respond to the customer's touch. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.